Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed towards the brick end. It was also observed that the power supply clip was not properly attached to the power cord and power supply. The power supply was not tested and or attempted to power on device due to the observed frayed/exposed wires. The power cord was plugged in and connected to a test power supply, the green light on the test power supply turned on indicating the issue was isolated to only the power supply. A multimeter was used to test for cable continuity and the power cord was operating properly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power supply box. The power supply cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.